Manufacturer narrative:
The customer indicated the use of an approved cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. A malfunction wasn't indicated. The report stated the patient was unable to tolerate the different near vision powers (bilateral implants). The questionnaire indicated the add power was incorrect for the patient, which caused an imbalance. The replacement lens was not provided. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgical coordinator reported following an intraocular lens (iol) implant procedure, the patient was unable to tolerate the different near vision powers. The lens was exchanged. Additional information was requested.